Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements greater than 200 ohms. The measurements were produced during system testing at the elective procedure to replace this patient's implantable device. The implanter visualized outer insulation damage and possible missing insulation near the lead yolk. Defibrillation therapy was programmed off until an electrophysiology study for ventricular tachycardia (vt) could be performed. The pacing impedance and threshold measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.